Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the occlusion sensor went off outside of 22-38psi range. The recalibration from confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 10/01/2024, znyo medical received a report that during the preventive maintenance (pm), occlusion sensor went off outside of 22-38psi range. (20.15). No report patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20.15psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one prior similar complaint. The failure mode was confirmed, and the probable cause was determined to be component and calibration issue., which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).